Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. No UDI required as this device was out of production prior to the september 24, 2014 UDI regulation date. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An optometrist reported a patient with severe eye pain of the right eye six days following lasik treatment. The patient reported needing to take strong pain killers to minimally alleviate pain. Upon follow up it was reported, the patient was not experiencing these symptoms prior to lasik and these symptoms presented three days after treatment. The patient requested strong pain medication but these were not prescribed. Normal post-lasik dryness was noted and patient was given samples of liftegrast ophthalmic solution with follow up in one month.

Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event. The laser was successfully verified prior to and after the treatment. The root cause could not be identified conclusively. The manufacturer internal reference number is: (B)(4).